Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company clinical outcomes specialist reported on behalf of the customer an unexpected outcome occurred post aberrometer assisted cataract procedure of the left eye. Additional information as been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively with the information provided. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no information has been received.